Event description:
It was reported to phillips healthcare that the heartstart xl + hardware log indicated a therapy failure error. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.